Manufacturer narrative:
Evaluation summary: we are able to duplicate the reported scope connection error, and has identified through debug that component u2 on preprocess board has shorted pins. The unit has now passed preliminary test after rework, and it is currently in progress for full functional retest.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004.

Event description:
The processor checked at distributor place on receipt from customs. Just taken out from the box and checked and found the following : issues: "check scope connection [no. 05]" error message pops up while connecting the scope with the eb15-j10 (2.0). "Check scope connection [no. 12]" error message pops up while connecting the scope with the eg29-i10 (3.2). This event occurred at the time of before use. There was no report of patient harm.